Event description:
Reported being hospitalized, for 7 days, for high blood glucose and a staph infection. Pt indicated that, in 2004, pt vomited and was acting confused -- prompting spouse to contact the paramedis. Pt was transported to the hosp, where pt's blood glucose measured 904 mg/dl. Pt was treated with antibiotics, and placed on an IV drip (contents not provided). Pt was discharged six days later.